Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after six days of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed one non-conforming material report associated with this product. The nonconformance was due to the wrong part number on a supplier material certification and was corrected by the supplier. A review of the product complaint report history shows this is the third complaint for this part number: two due to dislocation. This is the first complaint for this lot number. The root cause for the dislocation was most likely due to bone spurs levering the head out of the liner. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the pt's new prosthesis dislocated days after implantation. During the revision, it was determined that it was no fault of the implants. There were several large bone spurs that were levering the head out of the liner and preventing relocation.